Manufacturer narrative:
No sample has been returned to manufacturing for evaluation for this report of cannula dislodgement therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available therefore, the root cause for the customer complaint issue cannot be determined. As the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. This report was received via mw5068477. (B)(4).

Event description:
A risk manager reported that a cannula dislodged during surgery while performing stromal hydration. When under pressure, the dislodged cannula entered the wound and temporal iris and came to rest in the anterior chamber of the eye. The patient experienced iris bleeding, vitreous cavity hemorrhage and retinal detachment that will require repair. Additional information cannot be obtained due to no available contact information.